Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker performed an automatic lead safety switch due to high right atrial (ra) lead impedance measurements greater than 3,000 ohms. The physician elected to leave the lead polarity in unipolar impedances were within normal limits and bipolar were out-of-range. There were no adverse patient effects. No intervention is planned and the patient will be monitored. This pacemaker remains implanted and in service.